Event description:
The pacemaker involved in this MDR report was implanted on (B)(6) 2008. No click sound was heard when screwing the setscrew upon atrial lead connection. The setscrew was unscrewed once, and was screwed again. This time, the screwdriver click sound was heard. Therefore, this pacemaker was implanted to the patient.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. Labeling reviewed. (B)(4). Since the device involved in this complaint is kept implanted, no final conclusion could be drawn. However, it should be noted that analysis of devices returned for similar reasons revealed that the screwdriver was not fully inserted in the setscrew's hex cavity, which damaged the setscrew. To address this, sorin added an inspection step in manufacturing to eliminate any silicone adhesive inadvertently remaining in the setscrew's hex cavity, and provided a reminder and additional instructions to ensure the wrench was fully inserted. These additional instructions have been included in the newest reply instructions for use (section 5.5 for reply dr IFU). The added inspection step became effective with sterilization lot 2317; the device involved in this complaint was manufactured before this sterilization lot (lot no, 2310). This case has been recorded for trend purposes; further corrective actions will be evaluated and implanted, if deemed necessary.